Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that skin reaction occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient reported experiencing a skin reaction with inflammation and infection under the entire patch area. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor and was prescribed oral doxycycline. No photo was provided. The patient was in good condition at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.